Manufacturer narrative:
Suspect device: compact test drum.

Event description:
While unresponsive, customer reportedly tested 150mg/dl and 22mg/dl on the compact plus test system within 10 minutes. The paramedics were called and customer received a glucose IV. No strip information provided and no quality controls were used. Requested return of suspect test system and replacement was sent. Information suggests comparison was performed in the home. Compact plus test system: meter, strip lot/exp/cat unk.